Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the external appearance is in good shape, no anomalies were identified. When performing the functional test and before to place a test suture, the handle and lock lever were pressed several times and a slight resistance was felt. Then a sample suture was used, it was placed on the cutting hole and the lock lever was pressed, consequently the handle was closed and the suture was cut as intended. The device was sent to the supplier for further evaluation. The supplier performed an evaluation with the following results: the device was returned and identified, no cosmetic deviations were observed. No functional defects were detected. No dimensional issues were detected. The device cutting mechanism is based on the friction created between the central cutting rod and the cannulated shaft. Therefore, when opening the device friction might be felt by the surgeon. Root cause cannot be determined. The overall complaint was not confirmed as the observed condition of the device would have not contributed to the complained device issue.¿ based on the investigation findings, the potential cause cannot be determined. As per the instructions for use; instrument may have sharp cutting edges that will puncture skin. It is imperative that the surgeon and operating theater staff are fully conversant with the appropriate surgical technique for the surgical instruments. Inspect for damage prior to use. Replace a damaged, worn or bent instrument. Do not attempt to straighten or sharpen, cleaning and sterilization instructions have been validated as being capable of preparing cordcutter for reuse. It is the responsibility of the end user to ensure that the cleaning and sterilization is actually performed using appropriate equipment, materials, and personnel to achieve the desired result. This normally requires validation and routine monitoring of the process. Any deviation from these instructions should be evaluated for effectiveness and potential adverse consequences. Appropriate personal protective equipment and attire should be worn when cleaning and sterilizing soiled surgical instruments. Instruments may have sharp cutting edges that will puncture skin. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device history lot a manufacturing record evaluation was performed for the finished device lot number: and no non-conformance's were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during an unspecified surgical procedure the cordcutter device during the operation check after opening the package and before cleaning and sterilizing, there was a request for replacement due to the poor handle movement. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.